Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose. They were released on (B)(6) 2017. The customer¿s blood glucose level at the time of admission was 599 mg/dl. Their blood glucose level was stabilized and then they were sent home. The customer¿s current blood glucose level was 270 mg/dl. They had treated their blood glucose with manual injections. Troubleshooting on the insulin pump was performed. The insulin pump¿s settings were programmed accurately. The insulin pump passed the high-pressure test. The device will not be returned for analysis.